Event description:
It was reported that the patient underwent surgery, consisting of: a lumbar interbody fusion from l3-l4; a direct lumbar interbody fusion from l4-l5; placement of an anterior interbody cage from l3-l4 and l4-l5; posterior spinal instrumentation from l3-l4 and l4-l5;and a posterior spinal fusion from l3-l4 and l4-l5 with auto- and allograft .rhbmp-2/acs was implanted into the patient during the surgery. After this surgery, the patient began to suffer from increased pain in his back, arms, and legs. He lost a great deal of flexibility and began to have trouble walking and standing for more than a short period of time. On (B)(6) 2009, the surgeon performed second surgery on the patient, consisting of: a posterior spinal instrumentation from l3-l4 and l4-l5; and a posterior spinal fusion using auto- and allograft from l3-l4 and l4-l5. Here again, rhbmp-2/acs was implanted into the patient during the surgery. Patient's pain has progressively worsened since the second surgery. The left side of his back experiences numbness and temperature changes, and he has developed skin protrusions on his forearms, chest, and side. The patient is now on disability, he has significant difficulty with any activity that requires even a modicum of flexibility.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.